Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the w3 brush head which is an accessory. The serial number of the brush head was not provided. Complaint received from (B)(6). A risk assessment has been performed indicating the risk of serious injury from this malfunction is unlikely given all materials are biocompatible and the bristles are too small to block airway. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the w3 brush head were falling off in their mouth. No injury reported.

Manufacturer narrative:
A risk assessment has been performed indicating the risk of serious injury from this malfunction is unlikely given all materials are biocompatible and the bristles are too small to block airway. Per risk management 4235 057 70101-610 the hazard risk level is acceptable.